Manufacturer narrative:
Details of complaint: the director of respiratory and laboratory services reported that they were performing a sleep study using a combined sleep study / patient monitoring system. The spo2 delay was set at 20 seconds at the bedside monitor (bsm). The spo2 / oxygen saturation never dropped below the 90's at the bsm, while the spo2 was displaying in the 60's for over 1 min on the sleep study equipment. The sleep study equipment had been verified to be within the proper range. It was not known where the spo2 probes for the bsm were located on the patient at the time. The physician was questioning the bedside monitor's accuracy. The bsm equipment was returned to nihon kohden (nk) for exchange, but the sleep study equipment was not. Service requested / performed: exchange. Investigation summary: the exact bsm / sleep equipment setup is not available for evaluation. Since the exact setup is not available for evaluation, the cause of the measurement discrepancy could not be determined. The service history shows this is an isolated incident. Further action is not warranted at this time. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm: central nurse's station: model #: cns-6201a additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The director of respiratory and laboratory services reported that they were performing a sleep study using a combined sleep study / patient monitoring system. The spo2 delay was set at 20 seconds at the bedside monitor (bsm). The spo2 / oxygen saturation never dropped below the 90's at the bsm, while the spo2 was displaying in the 60's for over 1 min on the sleep study equipment. The sleep study equipment had been verified to be within the proper range. No patient harm was reported.

Manufacturer narrative:
The director of respiratory and laboratory services reported that they were performing a sleep study. The spo2 delay was set at 20 seconds at the bedside monitor (bsm). The spo2 never dropped below the 90's at the bsm, while the spo2 was displaying in the 60's for over 1 min on the sleep study equipment. The sleep study equipment had been verified to be within the proper range. It was not known where the spo2 probes for the bsm were located on the patient at the time. The bsm has been received for repair and is currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Additional model information: concomitant medical device information: the following device was used in conjunction with the bsm. Central nurse's station: model: cns-6201a, sn: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The director of respiratory and laboratory services reported that they were performing a sleep study. The spo2 delay was set at 20 seconds at the bedside monitor (bsm). The spo2 never dropped below the 90's at the bsm, while the spo2 was displaying in the 60's for over 1 min on the sleep study equipment. The sleep study equipment had been verified to be within the proper range. It was not known where the spo2 probes for the bsm were located on the patient at the time. The bsm has been received for repair and is currently awaiting evaluation. No patient harm was reported.